Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having a sharp electrical pain in her back and that she is not sure what was causing the pain. The patient does not use the stimulation therapy because it does not stop the pain in her legs, but she turned the stimulation on the day before the report and the stimulation helped the pain in her back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.